Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that two balloons popped on a calcified artery. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in both balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch form # 3004939290-2015-00323.

Event description:
The following information was reported: the balloon popped on 2 devices on a calcified artery. Manual pressure was applied for less than 30 minutes. The patient was not hospitalized.